Manufacturer narrative:
The device was not received for evaluation. Agility will perform the testing. A 12-month service did not indicate a similar event.

Event description:
The event involved a plum 360 driver new where it was reported that the device shut off while the medication was being dispensed. No error codes displayed, no alarm and the unit were operating in battery mode. There was a patient involved but no patient harm reported.